Event description:
The reporter stated that the patient required spinal revision surgery. Two manta ray screws had broken and backed out at the top level of a 3 level manta ray plate. Vertebrae at level c3 and c4 had not fused. The screw shafts at the c3 level remain in the vertebral body. The patient had complained of severe neck pain and trouble swallowing prior to the revision surgery. This report is related to manufacturer's report number 3008657535-2011-00006. Integra has requested additional clinical information.

Manufacturer narrative:
An investigation has been initiated based upon the reported information.